Event description:
It was reported that a user of the ilet experienced hyperglycemia following a recent infusion set change, with a fingerstick blood glucose of 480 mg/dl and no device alerts, while using a 23-inch teflon set. Symptoms included no reported clinical manifestations. Outcomes included no reported medical intervention or hospitalization. Investigation included guided troubleshooting with removal of the infusion site, inspection of supplies, and a complete replacement of the infusion set and related components with follow-up planned. Investigation of this case revealed no bent cannula and no identifiable device or component malfunction during the call, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.